Event description:
A cartridge change error was reported for a pump. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, attempted to fix the issue by inspecting and cleaning the pump area, but the first two cartridge attempts were unsuccessful. Finally, after trying a third cartridge, the customer successfully completed the load process and resumed insulin delivery. Technical support advised the customer to call in real time if the issue recurs, as it cannot be resolved from past instances.